Event description:
It was alleged that the cot would not raise and that the patient and nurse were injured while the nurse was attempting CPR on the patient. Further information was not provided.

Manufacturer narrative:
It was confirmed that there was no reported injury involved in this incident. The caregiver went against hospital protocol and climbed on top of the cot to apply CPR to the patient. The combined weight of the patient and the nurse was over 500 lb and that they did not lift the cot during this event.

Event description:
It was alleged that the cot would not raise and that the patient and nurse were injured while the nurse was attempting CPR on the patient.